Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown. The customer also reported that they received an open book image on there 2 month old insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. However, device received with high active current measurement. Problem isolated to electrical board.